Manufacturer narrative:
Device not returned.

Event description:
Problems with blood pressure measurement. When measuring the bp with a cuff, they get a result of 150, using our dpt it ends up with 220.